Manufacturer narrative:
(B)(4). The covidien service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the inspiratory module and the oxygen (o2) sensor. Further investigation indicated that the customer biomedical engineer was working on rectifying the water contamination on their gas source. Additionally, he stated that the issue was not caused by the ventilator. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator inspiratory module had water contamination. The patient was transferred to another ventilator without harm.